Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button on the insulin pump was unresponsive due to corroded keypad trace. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, a cracked reservoir tube near the reservoir tube window and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump was alarming button error and the display screen went blank. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped, but mentioned it may have been exposed to moisture when it was placed next to a sink. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 147 mg/dl at time of reporting. Nothing further reported.